Event description:
O.r. Manager was made aware that dr had a problem with a gia stapler. He reported the 3.5 mm stapler failed to close all the way while he was closing bowel. For the 10 mm of bowel he was closing, the stapler closed 5mm and failed to close 5 mm. He had to redo the anastomosis and take more small and large bowel (3-4").